Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the physician was explanting the pacemaker as the original indication for implant had been resolved and the patient requested removal of the device and leads. During the explant procedure when using electrocautery, ventricular tachycardia (vt) and ventricular fibrillation (vf) were induced on two different occasions. The patient had to be externally cardioverted both times. Once pacing was programmed off and electrocautery was used, no induction of vt or vf occurred. The physician was concerned over the possible transfer of energy down the lead from the electrocautery. Boston scientific technical services (ts) did discuss that it is not typical for stimulation to induce an arrhythmia under these circumstances. The pacemaker and leads were explanted as planned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to report the analysis results and correct the common device name.